Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cysto/bladder irrigation set tubing was too short. The set was 77 inches long instead of 81 inches. This was observed during surgery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.